Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. One similar complaint reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6, -9.5 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was implanted and removed intraoperatively on (B)(6) 2021. Reportedly, there was no patient injury. The cause of the event is reported as unknown.